Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2020. On (B)(6) 2020, the patient was a cancer center for chemotherapy and while the nurse was drawing her blood the cgm was alerting for low. The patient was treated with 1 bottle of orange juice. The receiver kept alerting for low and the patient was given a 2nd bottle of orange juice. The receiver was still alerting, and the patient was taken to the emergency room around 10:00 - 10:30 am. Her bg was checked there, and it was 399 mg/dl. She was given 12 units of insulin in the emergency room. She relaxed for the whole day and was discharged around 3:00 - 4:00 pm. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.